Event description:
Patient reported experiencing elevated blood glucose of 525 mg/dl as a result of the infusion set tubing separating from the luer lock. She indicated that she changed the infusion set tubing and administered an insulin injection to reduce her blood glucose level. Patient did not report any symptoms associated with the elevated blood glucose level. No medical assistance was required. Product was requested to be returned for evaluation.